Manufacturer narrative:
Additional FDA product codes include: mud- oximeter, tissue saturation. Dqk- computer, diagnostic, programmable. Dqe- catheter, oximeter, fiber-optic. Qaq- adjunctive predictive cardiovascular indicator. Dxn- system, measurement, blood-pressure, non-invasive. Dsb- plethysmograph, impedance. Qms- adjunctive open loop fluid therapy recommender. Fll- thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the foresight module, it was displaying sto2 values that were higher than expected. The clinician changed sensors, the cable, and sensor placement but was unable to resolve the issue. A new module was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
One fore-sight elite module was returned for evaluation. When the module was connected to a known working hemosphere system it gave expected and steady sto2 readings. Moving and bending the cables did not cause any faults or changes in the readings. Monitored sto2 simulators for over 2 hours without any variation of the readings. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The report of inaccurate values could not be confirmed, therefore a root cause could not be established. Based on the available information and previous evaluations, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect.